Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: swelling/alcl. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female of an unknown ethnicity who underwent primary breast augmentation with unspecified mentor gel breast implants reports an alleged diagnosis of alcl in 2018. In 2004, she was implanted with mentor textured silicone-filled implants for augmentation of tuberous breast deformity. In (B)(6) 2018, after significant breast swelling, she underwent bilateral explant and capsulectomy. Her pathology was positive for bia-alcl. There were no issues related to the contralateral side; however, it was removed conservatively. Copies of the cytology/ pathology reports have not been provided nor has this diagnosis been confirmed by a medical professional.  It is unknown which side the event occurred on. This report is for the side with alcl. See manufacturer report number 1645337-2019-23987 for contralateral side.